Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, when the stent was deployed the first flange failed to expand. It was noted that when the stent was removed it was partially deployed. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios electrocautery enhanced delivery system was received for analysis. The axios stent was returned fully expanded and deployed. The delivery system was disassembled to identify the torsion (rotational damage) and the sheath was not found twisted (outer sheath). No problems were found with the stent or delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand as there was no objective evidence to confirm the reported event. The axios stent was returned fully expanded and deployed and no problems were noted with the delivery system. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. Per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. Additionally, it the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, when the stent was deployed the first flange failed to expand. It was noted that when the stent was removed it was partially deployed. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum." Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.